Event description:
The customer reports the high level radiation exceeds 20 r/min. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep measured the max output at 30cm from ii in hlf mode = 20.05 r/min. He adjusted the max hlf setting from 90 percent to 85 percent to achieve 17.93 r/min at 120kvp and 10ma. The unit is functional and operates as intended.